Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On may 30, 2017, it was reported that the device had a hole in the mesh was almost half the handle side. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer (B)(4) has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink services. Product review of the meshgraft ii by zimmer (B)(4) on may 30, 2017 the technician stated that there was no abnormality found. Repair of the meshgraft ii was performed by zimmer (B)(4) on (B)(6) 2017 which included replacement of the cutter . Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the product review by zimmer (B)(4) the technician stated that there was no abnormality found. The root cause of the reported event could not be specifically determined with the information that was provided. Since during the product review by zimmer (B)(4) the technician stated that there was no abnormality found. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device had a hole in the mesh was almost half the handle side, when the body was inspected the above failure could not be confirmed, but the deterioration of the cutter blade was considered to be a part replacement.